Event description:
It was reported that after 9 days of intra-aortic balloon (iab) therapy, a leak occurred and blood was seen in the tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was removed and not replaced because the patient was stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated section - describe event or problem. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The sheath tubing was found kinked near the middle. The extracorporeal tubing was cut from the iab and not returned. Three kinks were found on the catheter tubing and inner lumen 27.4cm, 36.1cm and 76.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter and y-fitting was performed and a leak was observed at the kinked location of 76.2cm on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problem. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-2019 through aug-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was removed and not replaced because the patient was stable. There was no patient harm or adverse event reported.